Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had ¿moved quite a bit in the pocket¿. The patient stated that the pump had been moving in the pocket for ¿a few months because I¿ve lost a significant amount of weight and so it¿s just kind of shifted in there¿. The patient stated that if it kept moving she would have to have it revised. The device system delivered fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
The patient had some recent weight gain due to pregnancy. There were no changes made.